Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report "[nc]", and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted on or (B)(6) 2023. Reportedly the patient experienced rectal hematoma with pain, pus, bleeding, fever and elevated lfts "[unlikely related to altis]". From 2025, the patient reportedly experienced the bladder sling causing pain, urgency and abnormal voiding, leaking, incomplete bladder emptying and urge incontinence. Cystoscopy of bladder revealed trabeculation. Revision of suburethral sling and cystoscopy under general anesthesia was performed. Pathology gross description: 3.1 x 1.0 x 0.3 cm aggregate of six fragments of tan-white mesh with minimal adherent soft tissue and a 4.5 cm in length x 0.1 cm in diameter piece of blue thread.